Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had been having issues and had to wear pads or depends for over a year now. They stated that the times the had to do a urine test (¿because I am on pain meds¿) is when they found out they had a uti. The patient stated that the cause of the uti was unknown and noted that they have had several uti¿s and kidney infections. As an intervention, the patient noted that they had a series of antibiotics. They also reported that it was unknown if the infections were related to their underlying urinary dysfunction or to their implanted device/therapy. The patient indicated that their issues were not resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a return of symptoms and they were leaking and couldn't get to the bathroom. The patient went to their healthcare professional (hcp) to have device checked. They stated that they started having leaking problems and an inability to make it to the bathroom 8 months prior. The hcp wouldn't see the patient until they had their uti's and bladder infections clear up. The patient was eventually able to see the hcp and when the device was checked the patient's implant was off. During the call, the patient was able to sync with their programmer and it showed the stimulation was on. Patient services inquired how the patient turned controller on and they used the buttons on the side. It was reviewed to only use the buttons on the side if turning the implant on and off, and to use the button on the front to turn controller on. The patient change programs and/or adjust stimulation and could feel stimulation in the correct area. The patient increased the settings from 1.4 to 1.6 where it was comfortable. Patient stated that they had leaking and problems making it to the bathroom return after they went to the hcp recently. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they could feel the stimulation but they were still wetting themselves and would like to change programs. With assistance, the patient was able to change to program 4 and make adjustments from there. There were no further complications reported or anticipated.